Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vertical motor module to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, reporting that the system experienced error 23095. This issue was successfully replicated on site. System logs confirmed the occurrence of error 23095. Troubleshooting revealed that this error relates to a thermistor issue involving the column motor. The column motor was replaced to address the reported issue. A visual inspection found no additional problems related to the reported issue. The lighthouse/aperture was checked, confirming error 23095 had occurred. The column motor was installed on an internal eft system, where it failed calibration during the thermistor check, replicating the reported issue. The root cause has not been determined at this time. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that an intuitive employee contacted technical support to state that the affected console had been reconnected after the first procedure and that the system then faulted during the second procedure. The site disconnected the affected console and was able to complete the procedure using a single console. Later, the site contacted technical support again to report that the previously reported issue had recurred. The customer reported event has no report of patient injury.